Manufacturer narrative:
D10 concomitant products: sigtrsb60axt, sigtrsb60axt 60mm xtr thk reinforced rel, (lot#n3m1556y); sigpshell, sig power sigpshell control shell, (lot#n4e2300y); sigadaptstnd, sig power sigadaptstnd linear adapter, (serial #unknown), medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
According to the reporter, during a laparoscopic distal pancreatectomy, when the cartridge was to be closed and inserted into the abdominal cavity, an error was displayed with a handle and a red circle with a line going through it and could not be used. It was noted that the user was able to retract the knife. The adapter was removed from the handle, reconnected, and the powered handle was restarted, and the manual adapter tool was used. The handle was replaced with a manual, and an attempt was made to use the same cartridge. However, the firing could not be done at all, and there was a staple around the root of the cartridge¿s jaw. To resolve the issue, the cartridge was also replaced with a new one, and the procedure was completed without any problems. There was no patient injury.

Manufacturer narrative:
Additional information: b5, g3. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
According to the reporter, during a laparoscopic distal pancreatectomy, when the cartridge was to be closed and inserted into the abdominal cavity, an error was displayed with a handle and a red circle with a line going through it and could not be used. It was noted that the user was able to retract the knife. The adapter was removed from the handle, reconnected, and the powered handle was restarted, and the manual adapter tool was used. The handle was replaced with a manual, and an attempt was made to use the same cartridge. However, the firing could not be done at all, and there was a staple around the root of the cartridge¿s jaw. To resolve the issue, the cartridge was also replaced with a new one, and the procedure was completed without any problems. There was no patient injury. Medtronic's initial evaluation of the incident found fpga reset/reprogram failure.

Manufacturer narrative:
Additional information: g3, h3, h6 h3 evaluation summary: medtronic conducted an investigation based upon all information received. The device and a photo were available for evaluation. Visual inspection noted no abnormalities. Functionally, the handle showed evidence of field programmable gate array (fpga) reset/reprogram failures. According to this data, the handle was running v29.7 software at the time of the fpga reset/reprogram failures. It was reported that an error was displayed with a handle and a red circle with a line. The reported issue was confirmed. The most likely cause could not be established from the information available. The manufacturing records for each device are thoroughly reviewed prior to release to ensure that it meets all medtronic quality specifications. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.